Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was implanted on (B)(6) 2011. It was interrogated on (B)(6) 2011 at 10:08 am. Upon interrogation on (B)(6) 2011, the following warning was displayed, stating that the ICD was reset (switch to backup mode) : the device was reinitialized 1 time since the beginning of life: (B)(6) 2011 10:59." The pt did not mention any possible exposure to electric or magnetic fields.